Event description:
It was reported to boston scientific corporation in 2006 that a resolution clip device was used on a procedure (male patient; age and weight are unknown). According to the complainant, the doctor "tried to clip it and it would not come off during the procedure". The doctor used a second clip but he said it was "hard to use " and "hard to release". The procedure was completed with second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.